Event description:
The customer was hospitalized for high bgs and dka. It was reported that the customer was released and later was re-admitted in the hosp. The customer agreed to troubleshoot the device but in the middle of the testing they did not want to continue and hung up. Later a nurse called back and performed the self-test and passed. It was unknown if the customer tried to change the infusion set the day customer was hospitalized. The customer called back and stated that their pump is alarming. Troubleshooting was performed. The pump passed the functional testing.